Manufacturer narrative:
Submit date: 07/14/2016 . The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. However, a possible root cause can be due to a lack of solvent used between the tip connector to the bolus tip and hollow rod connector. The production personnel were notified about the reported issue. A quality alert was posted in the manufacturing line to reinforce the manual assembly and to make the operators aware of the most critical sections that should be covered with enough solvent. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer the tube breaks into the patient.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample with unknown lot number was received for evaluation. After performing visual inspection, it was confirmed that the tube was broken; however a clear manipulation can be observed that may have caused the tube damage. Corrective actions are not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.